Event description:
The customer reported the x-ray tube is arcing. No patient injury was reported.

Manufacturer narrative:
The service rep removed and replaced x-ray tube, ran a filament cal without error, and verified fluoro at low and high technique without error. Verified system is operating as intended.